Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that battery cap stripped and removing battery cap was difficult. Customer's blood glucose was 450 mg/dl. Customer treated with high blood glucose with bolus delivery and manual injection. It was reported that customer was ill with pneumonia. After troubleshooting, customer was able to remove battery cap. Battery cap would be replaced.